Event description:
It was reported that the subject device had a foot switch malfunction during a diagnostic gastroscope procedure. The procedure was completed using the same set of equipment, and there were no reports of patient harm.

Manufacturer narrative:
E1: (B)(6). Postal code (hospital): (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. An olympus field service engineer (fse) was dispatched to the user facility and confirmed the reported issue. The subject device will not be sent back to olympus for further evaluation and repair. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: foot switch malfunction was caused by a component failure of foot switch. There is a high possibility that the material has deteriorated due to use and the passage of time. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.